Event description:
Initial reporter indicated that she recently had her vns turned up and now "had a cold and if feels like there is pressure in her throat." She has also been "coughing a lot." She reported that she had an increase in seizures, "4 last night and 2 this morning." She did use the magnet and it did help all but one of her seizures. She felt like "she could not breathe, or catch her breath." It is unk if the pt's seizures are above their pre vns seizure rate. The pt recently underwent root canal surgery. Good faith attempts are being made for add'l details surrounding the event.